Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown drug via an implantable infusion pump. The indi cation for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that 2 weeks after implant the patient developed a staph infection and it was removed. The patient did not have the device replaced. At the time of report the patient had no device in use. The drug information and diagnostics performed were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.